Event description:
The surgeon was loading the bullets of the capio suture into the suture capturing device but one of the bullets was jammed and broken inside the device before insertion into the patient's vaginal wall.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). A DHR review could not be conducted since the lot number and product code was not provided. No documentation can't be reviewed due to the lack of product code and batch number to perform a proper investigation. No corrective action can be implemented due to the lack of product code and batch number to perform a proper investigation to determine a root cause. Customer complaint cannot be confirmed due to the lack of product sample and batch number to perform a proper investigation and determine a root cause.

Event description:
The surgeon was loading the bullets of the capio suture into the suture capturing device but one of the bullets was jammed and broken inside the device before insertion into the patient's vaginal wall.